Manufacturer narrative:
(B)(4). The device history review cannot be performed because the lot numbers reported 06f1149248, 06a1372381, and 06a1372382 do not correspond with the device manufacturer. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: one day after the surgery a tamponade was required because two clips on the collateral veins of the saphenous veins were defective. Hemorrhaging occurred and a blood transfusion was given. The patient's condition was reported as unknown.